Event description:
Pt experienced a dislocation 10 days post op. His surgeon corrected this with a closed reduction. Doctor now considering revision surgery if the pt continues to have difficulties. The surgical notes from the reduction indicate that the pt has a 'cavalier' attitude towards the rehabilitation regiment.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.